Manufacturer narrative:
Corrected data: brand name; product code; catalog #; lot #, expiration date; PMA/510(k) #; device manufacture date. The following product was added to the complaint after the initial medwatch was submitted. Cat. No.: 2030-6525-1, 6.5 cancellous bone screw 25mm, lot code: mlkd9w. Cat. No.: 6021-4535, accolade (127 deg) size 4.5 accolade (127 deg) size 4.5, lot code: 38037701. An event regarding alleged pain involving a trident psl ha cluster (shell) 54mm was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: the provided medical records were reviewed by a clinical consultant who rejected the records because no operative or clinical history reports were included. Device history review: confirmed all devices accepted into finished goods conformed to specification. Complaint history review: a complaint history review confirmed no other similar events for the reported lot. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
Patient's right hip was revised due to pain.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown 54 psl cup. Other devices listed in this report: cat # unk, lot # unk, description: unknown 36mm f liner; cat # unk, lot # unk, description: unknown 36mm +5 biolox. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s pain. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.

Event description:
Patient's right hip was revised due to pain.